Manufacturer narrative:
.

Event description:
Patient was referred for generator replacement due to battery depletion of the vns generator and due to patient's increased seizures. During generator replacement surgery on (B)(6) 2015, the old generator was removed and the new generator was implanted. The old generator could not be interrogated due to battery depletion. Diagnostics on the new generator showed results of high impedance. The lead was not replaced and was left in with the new generator. Additional information was received that the old the lead was completely inserted and the tc and surgeon do not suspect the lead to be accidentally nicked during surgery. Impedance was greater than 10,000 ohms when the new generator was tested with the lead. A test generator was used with the generator and the impedance was within normal limits at that time. No known surgical interventions have occurred to date to revise the lead.